Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment: to nurture a snake in ones bosom: aspiration of a giant right atrium thrombus after a mitraclip procedure.

Event description:
This is filed to report the thrombus requiring aspiration and medication. It was reported through a research article/case report identifying that after clip implantation, when the steerable guide catheter (sgc) was removed thrombus was seen in the right atrium; requiring aspiration. The patient was put on IV heparin and then bridged to coumadin. Details are listed in the attached article, titled: to nurture a snake in ones bosom: aspiration of a giant right atrium thrombus after a mitraclip procedure.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (thrombus) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. A definitive cause for the reported thrombosis could not be determined. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.